Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-aug-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that 4 bd micro-fine¿+ demi insulin syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: I am writing to you regarding one of your products; bd micro-fine 0.3 ml ( cnk:1656222). Indeed, a patient frequently using these products has noticed the presence of liquid in the needles. The affected lot number is 2129749 a. Two bags of the same lot were questioned; in one of the two bags, three needles out of ten were tested and liquid came out, and in the other bag, one needle out of ten also contained liquid.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2129749. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that 4 bd micro-fine¿+ demi insulin syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: I am writing to you regarding one of your products; bd micro-fine 0.3 ml (cnk:1656222). Indeed, a patient frequently using these products has noticed the presence of liquid in the needles. The affected lot number is 2129749 a. Two bags of the same lot were questioned; in one of the two bags, three needles out of ten were tested and liquid came out, and in the other bag, one needle out of ten also contained liquid.

Event description:
It was reported that 4 bd micro-fine¿+ demi insulin syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: I am writing to you regarding one of your products; bd micro-fine 0.3 ml ( cnk:1656222). Indeed, a patient frequently using these products has noticed the presence of liquid in the needles. The affected lot number is 2129749 a. Two bags of the same lot were questioned; in one of the two bags, three needles out of ten were tested and liquid came out, and in the other bag, one needle out of ten also contained liquid.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.